Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: forcefxc, serial/lot #: (B)(4). Product ID: e2350h, serial/lot #: (B)(4), ubd: 03-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
This complaint was opened in response to medwatch report mw5075974. During a tonsillectomy, the surgeon noted a burn to the left commissure/lip. No further information is available.